Event description:
A site rep reported that navigation was discontinued during a balloon kyphoplasty-t7, due to the suretrak2 clamped instrument tracking approx 1 cm inaccurate. The surgery was finished without use of navigation and there was no harm to the pt reported.

Manufacturer narrative:
The site was unable to provide the pt's weight. Per the medtronic rep observation during the case, the suretrak was likely not calibrated at the correct angle, thus causing the discrepancy.